Event description:
Event description guidant received information that the patient died after being transported to the hosptial. An interrogation of the implantable cardioverter defibrillator (ICD) noted it had delivered anti-tachy pacing (atp) only for a slow ventricular tachycardia (vt) of 160 bpm. The patient's rhythm appeared agonal near the end. The physician has made no allegations against the device.